Manufacturer narrative:
(B)(6). Evaluation of this instrument indicated that the tube was severed below the first joint. No manufacturing defect or material was noted. The break area presented with signs of excessive force with part of the tube folded and torn. The instrument was most likely subject to excessive force during reprocessing (removal of jammed instrument or below another heavy instrument). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted in resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).

Event description:
The device (part#: cev416) was returned for repair to mxi service and repair.